Event description:
Caller alleged discrepant high inratio inr result in comparison to the laboratory inr result. Results are as follows: date: (B)(6) 2014; inratio inr: 2.0; laboratory inr: 1.5. Date: (B)(6) 2014; inratio inr: 4.9; laboratory inr: 1.5. Therapeutic range: unk. The testing was performed at the same time. Reportedly, the patient had bruising but there was no concern or reported treatment. The nurse did not want to troubleshoot and reported that no additional information could be provided. There was no reported adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
Investigation pending.